Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how much blood was lost (ml)? ¿ minimal ¿ slight oozing. Did the patient require a transfusion? ¿ no. How was the procedure completed? ¿ clips and pressure were used to achieve hemostasis. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? ¿ 1st. What color cartridge was being used? ¿ grey - ecr45m. What other color cartridges were used before and after this event? ¿ none. Was buttressing material utilized? If so, which product? ¿ no was the instrument fired across or near an existing staple line or clip? ¿ not to my knowledge. Were any unexpected noises heard? If so, when? ¿ no. Were any of the forces higher or lower than expected (closing or opening)? ¿ not to my knowledge.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a left hand assisted laparoscopic nephrectomy procedure, the staple line did not form well and there was some bleeding. The surgeon wanted to mention that there were no clips near the staple line. Clips and pressure were used to achieve hemostasis. The reload-ecr45m was used in the device.